Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The weakness in hand or fingers rate seen (39 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient's left hand felt "asleep" or weak 1 day post miradry treatment. The symptom was diagnosed as distal extremity weakness by a neurologist, (B)(6) m.d., who was not the treating miradry physician. Medrol dosepak was prescribed.